Event description:
It was reported that the patient had been experiencing high blood glucose levels (bg's) for 3 days. The highest bg level was 310 mg/dl. The patient experienced symptoms including headache, nausea and general discomfort prompting a visit to katholische klinikum for medical attention. To manage her condition, she removed the pod and administered insulin via injection. She delayed the application of a new pod. During the visit, which lasted 30 minutes, the healthcare provider (hcp) adjusted the blood glucose target value and meal-related insulin factors in the patient's personal diabetes manager (pdm). The hcp stated the high bg's could be related to the patient's hormones, but no exact diagnosis or prescription was given.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.